Event description:
It was reported that, the patient with this pacemaker went to the hospital with pocket stimulation and at the interrogation, it was noticed that the device was operating in safety mode. It was decided to proceed with immediate explant and replacement. The pacemaker will be returned for analysis. No additional adverse patient effects were reported.